Event description:
A caller reported experiencing an alarm 2 and alarm 26, indicating an occlusion event earlier in the day, which caused the customer's blood glucose level to read "high," although the specific value was unknown. The customer addressed the high blood glucose level with a correction injection via mdi and resolved the issue by changing the infusion set and cartridge, then resumed insulin. There was no need for third-party assistance.